Event description:
It was reported, the patient had auto-reducing with the stimulation. The sjm rep met with the patient for reprogramming and it was reported the rapid programmer was able to provide stimulation, but the magnet had to be used to deliver the stimulation. Impedance issues were noted. A second reprogramming session added multiple stimulation sets; however, due to the required frequency the patient reported the stimulation was uncomfortable.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.